Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2018-apr-03 reporting that the program was adjusted on (B)(6) 2018 but it did not work. It was reprogrammed again on the (B)(6) and was still working fine on the (B)(6). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and pos laminectomy pain . It was reported that the patient was implanted with an scs for pain from the left side of their lower back, buttock, and lower leg. The patient could usually feel strong stimulation at 0.65v at the target areas but now, starting on (B)(6) 2018, they could barely feel stimulation just at the front of the leg which was the wrong location when the patient turned stimulation up to 1.6v. It "just quit working" and most of the time it would not come on unless the patient turned stimulation way up. These were sudden changes to therapy. There were no recent programming changes and the patient had not had a fall or trauma. During the call, the consumer referred to stimulation as "shocking" but confirmed that "shocking" referred to normal therapy sensation. No further complications were reported.